Event description:
It was reported that during a da vinci si hysterectomy procedure, the prograsp forceps instrument did not work and had no power. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode as a visual inspection of the instrument found no broken components on the exterior of the instrument. The instrument is not an energy instrument; therefore, there is no power that runs through the instrument. Engineering evaluation also found that the distal end of main tube has various scratch marks with light material removal. The scratches are .075 - .130 in length and were not aligned with the tube axis. Engineering concluded that the damage to the instrument's main tube was likely due to mishandling/misuse. No other was damage found. The instruments and accessories user manual specifically states: general precautions and warnings, handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The damage to the instrument's main tube found during failure analysis could likely cause or contribute to an adverse event if the malfunction were to recur.